Event description:
Customer complaint (pr # (B)(4)) received on 06-10-2016, where customer informed about unexpected negative results with pf4 igg assay (hat45g) lot 3003584 for assay run on (B)(6) 2016.